Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01921. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed multiple ruby coils using a non-penumbra microcatheter. The physician then reported that a ruby coil had problems and didn¿t feel right; therefore the microcatheter was removed with the ruby coil inside. The physician then reinserted the same microcatheter, but felt resistance advancing a ruby coil through the microcatheter. Consequently, the ruby coil became stuck and unintentionally detached inside the microcatheter. The physician therefore removed the microcatheter with the ruby coil inside and completed the procedure using additional coils and a new microcatheter. There was no report of an adverse effect to the patient.